Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Bone was too soft and implant would not stabilize. Implant was removed. Patient not returning for future implant placement.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 4110 and 4114. The returned device was identified to be a tsvwb10 and not as reported ct3111. (For tsvwb10-see 0002023141-2021-02750 and 0002023141-2021-02750-1). Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (ct3111) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: unable to place implant into osteotomy. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : reported device not received.

Event description:
The returned device was identified to be a tsvwb10 and not as reported ct3111. Additionally, the implant collar was identified to be fractured. (See MFR reports 0002023141-2021-02750 and 0002023141-2021-02750-1). Contacted customer with regard to item reported vs item received. Per the office, they are unaware as to why or how the mix up happened and have no further product or event information to provide.